Event description:
It was initially reported that the pt had an infection, but no further details were provided at the time of the report. MFR DHR searched confirming that the lead and pulse generator were sterilized prior to distribution. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.